Manufacturer narrative:
This customer reported four (4) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the patient results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii to their inside sales representative (isr). The isr reported the office manager was unavailable to troubleshoot until (B)(6) 2026. The customer did not provide the isr the blood lead test kit information or analyzer serial number. The isr notified technical services (ts). Ts contacted the clinic on 06/04/2026. Ts spoke with the technician that performed the patient blood lead testing. The technician reported a total of 4 patients across (B)(6) 2025 with falsely elevated leadcare ii patient blood lead test results. The technician reported they discontinued testing (B)(6) 2025. Prior to discontinuing testing, the technician reported receiving an elevated leadcare ii patient blood lead test result of 3.3 ug/dl with corresponding venous confirmatory test result of less than 1.0 ug/dl. The technician was unable to provide copies of the blood lead test results to ts. Customer reported level 1 and level 2 controls were ran on (B)(6) 2025 and within the target range according to the package insert instructions: level 1 = 12.7 ug/dl (target range = 9.0-15.0 ug/dl) and level 2 = 30.4 ug/dl (target range = 26.4-34.4 ug/dl). The technician requested ts call back when the office manager was available to schedule retraining. Ts reached out to the regional point of care (rpoc) to schedule training with the customer. The rpoc attempted to contact customer to schedule training on 06/22/2026. On 07/01/2026 the rpoc notified ts no response had been received by the customer. Ts attempted to call the customer and left a message with the receptionist.